Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 52 mg/dl at the time of the incident. The customer was at 201 mg/dl at the time of the call. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering at night. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis. Updated summary: the customer stated that when priming, insulin comes out when they remove the plunger. The customer had done some troubleshooting with their diabetes therapy consultant and is currently working with their health care professional on the lows at night.